Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the antrum towards the fundus of the stomach in a sleeve gastrectomy, the stapler jaw unable to fully close thus unable to insert into trocar. Nurse open a new reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the reload had a full complement of staples. The jaws of the device did not close completely when clamped. Pmv performed functional testing. The reload was loaded into a pmv representative instrument for functional testing. The reload was unable to be inserted into a 12mm trocar because to the jaws were slightly wider than parallel. The unit was fired, and the I-beam brought the jaw gap to a normal position, and good staple formation was observed. The cartridge, when clamped up, could be pushed closer to the anvil, allowing it to fit into a 12mm trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.